Manufacturer narrative:
(B)(4). Additional information: added UDI. The blower was returned to philips for failure analysis. Testing revealed that the motor does not rotate. The root cause was determined to be a mechanical failure.

Manufacturer narrative:
(B)(4). The unit was found to have damage to the bearings.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was showing error message of patient circuit occluded. Customer also reported that no air flow from the patient outlet. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer found the blower not working and exchanged it for a replacement.